Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Event description:
The 76-year-old male patient underwent high risk percutaneous coronary intervention (hrpci) with pre support clinical status consistent with scai cardiogenic shock stage c. An impella cp (B)(4) was implanted via right femoral arterial access on (B)(6) 2026 to provide hemodynamic support. On (B)(6) 2026, the patient experienced a vf/vt arrest requiring one defibrillation shock and approximately five minutes of CPR, after which rosc was achieved. The temporary pacemaker placed during the index pci and impella insertion subsequently stopped capturing, and the patient demonstrated a heart rate of 40 bpm. He was transported to the catheterization lab, where a new temporary pacemaker was placed. Based on available information, the patient¿s recurrent malignant arrhythmias and clinical decline appear more consistent with his underlying cardiac condition rather than a confirmed device-related malfunction. No definitive causal relationship between the impella cp and the reported vf/vt events or mortality could be established. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s declining conditions.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.